Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a third volume discrepancy occurred at a refill appointment on (B)(6) 2015. The expected residual volume (erv) was 4.5ml and the actual residual volume (arv) was 8.0ml. The cause of the volume discrepancy was unknown. An appointment was scheduled for (B)(6) 2015 to perform a rotor/dye study and examine the pump logs. There were no patient symptoms or complications associated with the event. The patient's status at the time of the event was stated to be alive with no injury.

Event description:
It was during the refill, the hcp noticed "high dose and discrepancy with residual." The expected reservoir volume (erv) was 5ml and the actual reservoir volume (arv) was 9 ml. This was noted to be the second documented refill that was more than expected. A dye study/rotor study was performed and all was normal. The patient would continue on the dosing. The pump was used to deliver compounded baclofen.

Event description:
Additional information was received. It was indicated that a catheter dye study and rotor study were performed and were within normal limits. As of the report, it was being looked into if, possibly, the information wasn¿t entered correctly into the programmer when refilling. It was noted that the date of the first discrepancy couldn¿t be determined. The patient was reportedly doing the same as always.